Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was applied on (B)(6) 2021; approximate event date is (B)(6) 2021 - (B)(6) 2021. Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the expected therapy time was 46 to 48 hours; however, it took approximately 68 hours to infuse. The patient kept the device an additional 20 hours in order to received the full content. The device had been filled with 5-fluorouracil with 100ml of 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.